Event description:
The user facility reported that during a diagnostic colonoscopy, the video image became completely black. The colonoscope was withdrawn from the patient, and the procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not confirm the user's report complete image loss. However, the image flickered when the electrical connector was manipulated. There was no evidence of fluid invasion, and the endoscope passed the air/water leak test. The endoscope was tested with the use of a temporary electrical connector and the image was found to be within the standard. The cause of the user's experience was attributed to a damaged electrical connector unit. The endoscope was serviced and was returned to the user facility and there was no further issues reported since then. This report is being submitted as an MDR in an abundance of caution.